Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that an inappropriate shock was delivered due to incorrect interpretation of signal from the implantable cardioverter defibrillator (ICD). A long charge time alert was also noted on the ICD. The capacitor was tested and within normal range. No additional intervention was reported. There were no patient consequences.